Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to capture in the right ventricle leading to unbinned beats during an automatic mode switch episode. No intervention took place at the time and there were no patient symptoms.

Event description:
New information received notes that the right ventricular output was increased and that the patient condition was stable.